Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed numerous bends and kinks throughout the shaft and hypotube of the device. Microscopic inspection revealed the shaft was flattened from 8cm to 10cm from the collar. The tip was noted to be damaged. Based on the evidence, the as reported code of shaft break cannot be confirmed.

Event description:
It was reported that the connection was fractured. The target lesion was located in the calcified right coronary artery. A 6f guidezilla ii was selected for use. During the procedure, it was noted that the connection of the device was fractured. The device was removed by simply pulling it out and the procedure was completed with another of the same device. No complications were reported, and the patient status following the procedure was stable.

Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that the connection was fractured. The target lesion was located in the calcified right coronary artery. A 6f guidezilla ii was selected for use. During the procedure, it was noted that the connection of the device was fractured. The device was removed by simply pulling it out and the procedure was completed with another of the same device. No complications were reported, and the patient status following the procedure was stable.